Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult sgc insertion or deformed soft tip. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult sgc insertion could not be conclusively determined. It is possible that procedural conditions, such as insertion technique, contributed to this issue. However, this cannot be confirmed. The reported deformed soft tip appears to be a cascading event of the difficult sgc insertion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, sgc had difficulty inserting into the femoral canal and the additional skin incision failed the insertion. The soft tip of the sgc was found slightly turned up. The sgc was replaced and continued the procedure. Mitraclip xt was selected initially but was changed to xtw and the clip was implanted. No issues were found during the preparation of sgc. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.